Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and the right atrial (ra) leads exhibited a spike in impedance and high impedance. The rv and the ra leads remain in use. No patient complications have been reported as a result of this event.